Event description:
It was reported that broached to a 5.0 trial with a 5.0, fit to level of osteotomy, implanted #5 stem and the stem sat 10mm below osteotomy. Was not stable, 5.5 sat at the correct level.